Event description:
A pt of unk age and gender presented for a unnamed procedure on (B)(6) 2011. During the procedure, the tip .018" micro-access guidewire shredded when it was being removed from the sheath. A piece of the wire remained in the pt which necessitated an open thrombectomy procedure. The wire successfully removed without further complications. There was no harm or injury reported to the pt.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).